Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 427 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test and displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests . Pump was monitored for several days and no blank display anomaly noted, however moisture damage found on the lcd board. Moisture damage found on the motor also. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, and stained end cap sticker.